Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause could not be determined. It was confirmed that foreign material was found in the nozzle, however, the cause could not be specified. The nozzle was not reported to have been deformed and there were no reported deviations from the instructions for use (IFU). The event can be detected by following the instructions for use (IFU) which state: "8. Inspect the air/water nozzle at the distal end of the endoscope¿s insertion section for abnormal swelling, bulges, dents, or other irregularities. Inspection of the objective lens cleaning function when use the air / water valve. Keep the air/water valve¿s hole covered with your finger. Depress the valve. Observe the endoscopic image and confirm that water flows on the entire objective lens." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This device is not sold in the u.s., but a similar device is. Customer provided information on reprocessing of the device. The device was cleaned, disinfected, and sterilized before requesting repair. Reprocessing is done by manual cleaning with endoscope cleaning agent (manufactured by fuji film) pre-cleaning information: there was no delay to the start of pre-cleaning which was done properly. The device was soaked in cleaning fluid. Information on manual cleaning: there were no abnormalities in the accessories used for reprocessing. The air/water nozzle was wiped/brushed with lint-free gauze, brush, or sponge. The air/water nozzle was flushed with detergent solution. Event date is (B)(6) 2023. The device is returned, and an evaluation completed for it. Upon evaluation of the device, it was observed that there is presence of foreign material clogging the nozzle. Due to clogging of nozzle, water removal ability does not meet the standard value. Other observations for the device: due to wear of angle wire, bending angle in up direction and play of up/down knob do not meet the standard value; adhesive of distal end rubber coating (a-rubber) has a chip and a crack; light guide lens has a crack; objective lens has discoloration; foggy image occurs due to dirt on objective lens; control unit has discoloration; and connecting tube, distal end cover (c-cover), scope cover unit, scope connector, protector of universal cord, universal cord, flexibility adjustment ring, grip, switch box, forceps elevator lever, forceps elevator knob, up/down knob, right/left knob, control unit have a scratch. Evaluation is ongoing. Supplemental report(s) will be submitted when any relevant new information is available.

Event description:
The device was returned by the customer for an issue of insufficient angle, despite angulation being applied, noted during inspection prior to use in a procedure. There is no patient involvement and no harm reported to any patient or healthcare professional. Upon evaluation of the returned device, it was observed that there is presence of foreign material clogging the nozzle. Due to clogging of nozzle, water removal ability does not meet the standard value. This medwatch is being submitted for the reportable issue of the presence of foreign material in the device nozzle as observed during device evaluation.